Manufacturer narrative:
Customer has 2 ellips fx phaco handpieces however, it is not known which handpiece was involved with the event. The handpiece serial numbers are as follows: (B)(4). The two handpieces were inspected and tested by the an amo service tech in (B)(4) and there were no issues detected with the handpieces. Both handpieces were found to meet their specifications. No further info is available at this time.

Event description:
The surgeon reported that during a phacoemulsification procedure, he experienced a corneal burn in the operative eye along with an iris capture and wound dehiscence.